Event description:
Attorney's report of pt's alleged pain, infection and explant of mesh due to defective mesh. In late 2003, the pt had two mesh patches implanted, product code 0010208, lot number 43hmd224 and product code 0010203 lot number 43dnd379. In 2004, the pt had developed a hernia around the original mesh. The pt had hernia repair surgery in which mesh patch product code 0010202, lot number 43md299 was implanted. In 2005, the pt experienced foul smelling, draining wound and was presented to surgery in which two of the mesh patches where explanted. In 2006, the final mesh patch was explanted and permacol surgical implant was used for the repair.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available. Note: other two mesh devices associated with this event will be reported.